Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the patient was not showing on the station. The customer stated that this malfunction occurred while dispensing the medication to the patient. There were no delay no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on the system. A technical support specialist verified that both the station and server es versions matched. The station¿s database was decrypted and backed up. Integrity checks confirmed that the database was not corrupted. A data sync was performed in accordance with the known article (ka). Users at the station¿s unit confirmed that the system was functioning properly and all required patient records were visible. The system functioned as intended after the technical support specialist repaired the device.